Manufacturer narrative:
There were no samples or digital images received for evaluation therefore the reported condition could not be confirmed. According to the instructions for use feeding tubes should be flushed frequently to prevent clogging. Suggested flushing schedule: a) before and after each feeding. B) before and after administering medication. C) once every four hours during continuous feeding or between intermittent feedings. D) each time the feeding set is disconnected. E) each time the feeding container is filled/changed. F) each time the pump is stopped. The root cause cannot be specifically identified therefore corrective actions will be limited to monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the en fit tubing was blocked at the y connector. The health care provider attempted to unclog it, re-positioned it, and it was still blocked. The tube was replaced and there was no harm to the patient.

Manufacturer narrative:
Investigation summary: a device history record review could not be performed because the lot number reported is not valid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated sample without the original package or lot number was received for evaluation. The returned device was evaluated, and no failures were found. The device worked as expected. The reported condition could not be confirmed. At this time, an action plan is not deemed required since the reported condition was not confirmed to be manufacturing related. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.